Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the locking ring would not lock into the shell. The locking ring was replaced with another locking ring and the shell was implanted.

Manufacturer narrative:
Visual examination of the returned tm modular shell lock ring determined that the damage exhibited was consistent with the extraction of the device. The shell was not returned as this was implanted with a replacement lock ring. The returned lock ring was deformed with scratches on the tabs. The poly liner was returned with gouges consistent with the attempts to insert the device into the shell with a mal-aligned lock ring. The rim was fractured at a portion along the rim. Dimensional measurements of the liner and lock ring conformed to print specifications where measured. Review of manufacturing records identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Review of complaint history determined no previous complaints for lot codes associated with the reported devices. The witness marks are suggestive of impaction of the liner, in an elliptical orientation, with a mal-aligned lock ring. Step by step liner assembly instruction is provided in the trabecular metal modular acetabular system surgical technique and there is instruction for checking the position and condition of the locking ring prior to assembly, to ensure the proper function of the shell. When both tabs are not in the slot, the locking ring will not expand adequately to accept the liner. A likely cause for the reported issue, is a damaged/deformed liner.